Event description:
It was reported that the water temperature much too high. Sales representative stated that outlet control temperature (t2) must be defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature much too high. Sales representative stated that outlet control temperature (t2) must be defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t2 sensor. The device was evaluated upon receipt. T2 sensor failed. Replaced t2 sensor. Performed sensor calibration and stk/mtk. Device with no errors. DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.